Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the cap was leaking at the hub when flushing the max zero connector.the user noticed a "slit or hole" on top of cap the patient was receiving a pre dose of benadyl IV push for platelet infusion. The infusion had to be delayed for a second dose of benadryl. No harm reported to the patient.

Manufacturer narrative:
The customer¿s report of a maxzero valve leaking while flushing was confirmed. Visual inspection of the valve noted no anomalies. Inspection under magnification noted a small gouge/divot in the top surface of the valve piston. Functional testing was performed and a leak was observed to occur while flushing. The probable cause of the reported failure was determined to be damage to the piston surface while attaching the mating device. The definitive cause of the damage is unknown.